Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing,

Event description:
There was an allegation of questionable high troponin t hs results with multiple patient samples tested on a cobas e 801 analytical unit. Sample 1: (B)(6) 2025: the initial result was 63.2 ng/l. A different sample from the same patient was tested, generating a result of 7 ng/l. The initial sample was repeated twice, generating a result of 4 ng/l both times. Sample 2: (B)(6) 2025: the initial result was 4 ng/l. (B)(6) 2025: a different sample from the same patient was tested, generating a result of 24 ng/l. The initial sample was repeated, generating a result of 4.23 ng/l. The sample that generated 24 ng/l was repeated twice, generating a result of 4 ng/l both times. Dates unknown: sample 3: the initial result was 19 ng/l. The repeat result was 14 ng/l. Sample 4: the initial result was 20 ng/l. The repeat result was 13 ng/l. Sample 5: the initial result was 18 ng/l. The repeat result was 12 ng/l.

Manufacturer narrative:
The elecsys troponin t hs calibration and qcs were within the specified ranges. A review of the sample foam detection (sfd) camera images revealed that the initial samples showed abnormalities like heavy film and particles/oily droplets. Additionally, the first sample was also strongly hemolytic. Per the method sheet, "falsely depressed results are obtained when using samples with hemoglobin concentrations > 0.1 g/dl." A general reagent or analyzer problem was not present because the qc before the event was within ranges. Also, isolated non-reproducible results do not represent a general malfunction of the assay. The investigation determined the issue was related to suboptimal sample quality. The investigation did not identify a product problem.